Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. Thermogard xp ivtm system was evaluated by zoll service at the customer site. The customer reported issue of thermogard exhibited air trap alarm error message was confirmed during the event log review but not during functional testing. The root cause was determined to be a faulty air trap block assembly due to suk leak at the roller pump. Console passed functional testing, however, the fluid was present on the air trap block and the air trap assembly was not recognized by a power control board. Archive event log data was downloaded and noted several mid: 09 (air trap assembly) error messages during reported event date. Following the repair, the thermogard console passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system sn (B)(4).

Event description:
During the ivtm therapy, the thermogard console generated an air trap alarm. A leaking start-up kit (suk) was suspected as evidence of saline fluid was noted under the console and in the cold well overflowing to the floor. A second tgxp console was used to continue the treatment. Per reporter, the patient reached the target temperature and no further temperature management therapy was administered. No patient harm or consequence reported on this event.